Event description:
New information received stated that the patient was referred for the lead procedure from another facility with no known symptoms. The atrial lead noise also subsequently triggered episodes of auto mode switches for pacing therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited lead noise. On (B)(6) 2019, the lead was capped and replaced. The patient was reported to be in stable condition.